Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated they change several set and reservoir but still received alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged under delivery anomaly and no delivery/occlusion alarm found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery nor no delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed no delivery alarm on (B)(6), 2021 at 06:28, 06:30, 07:45, 11:40 during a bolus in the pump downloaded history. Confirmed bolus deliveries at: 4.1u bolus on (B)(6), 2021 at 06:28 1.7u bolus on (B)(6), 2021 at 06:30 1.4u bolus on (B)(6), 2021 at 07:42 1.3u bolus on (B)(6), 2021 at 09:21 0.8u bolus on (B)(6), 2021 at 11:11 2.8u bolus on (B)(6), 2021 at 11:40 1.5u bolus on (B)(6), 2021 at 11:59 device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case above arrow and battery icon and faded serial number label. In summary, insulin pump passed required testing. Customer alleged for no delivery/occlusion during bolus was found in the insulin pump history, however was not confirmed during testing. Customer allegation for over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.